Manufacturer narrative:
Corrected data, initial report: outcomes attributed to adverse event inadvertently not selected.

Event description:
Patient underwent generator replacement surgery. The explanted generator was discarded by the facility and has not been received by product analysis to date. Further information was received from the physician's office that the believed cause of the increase in seizures was low battery and that the increase was above pre-vns baseline levels. Clinic notes received for the patient indicated that the device was at ifi (intensified follow-up indicator) = no (25-50%) battery.

Event description:
Patient was referred for generator replacement surgery as the generator was nearing end of service (low battery). Patient's mother reported that the patient experienced an increase in seizures. No known surgical intervention has occurred to date. No other relevant information has been received to date.